Event description:
It was reported that bd insyte autoguard winged has a damaged tip. The following information was provided by the initial reporter: catheter looks frayed towards the tip of the catheter.

Manufacturer narrative:
The date received by manufacturer has been used for this field. An additional lot number sample was provided in this complaint for material number 381534, lot # 3228133, mfg: 2023-08-21, exp: 2026-07-31. Investigation findings: our quality engineer inspected the photographs and samples submitted for evaluation. Bd received three photographs which display similarities to the unit with an unknown lot number. In addition, three samples were received. The units received from lot numbers: 3228133 and 3269681 were found to have a small flash located on the tip of the catheter which was graded unacceptable. Your reported issue was confirmed and determined to be manufacturing related. During manufacturing, the flash may form and flow lines may get distorted due to lube temperatures being too low during tipping or if there is insufficient lube due to die coil misalignment. The third unit displayed a long strip flash of catheter material on the side of the catheter which was also found unacceptable. During manufacturing, this may be caused by die build up or hard water on the surface of the tubing guides. A device history record review showed no non-conformances associated with this issue during the production of these batches. The appropriate personnel have been notified and complaints received for this device and reported condition will continue to be tracked and trended.